Event description:
It was reported to philips that the battery pca has bent pins. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 4, 6, and 8 and j2 pin 5 were bent and permanently compressed.